Manufacturer narrative:
Tracking# (B)(4). Information unavailable.

Event description:
It was reported that the tubing became disconnected. No device will be returned. There was no reported patient consequence.